Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.